Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & system log files. Prior to an emergency procedure, while the physician was preparing to operate, it was observed that the patient table could not be moved normally. The system exhibited slow behavior with limited movement functionality, and the message "reduced stand/table speed, sc" was displayed. Although the system was not completely non-functional, its mobility was restricted ¿ the collision calculator was disabled, and motorized movements were only available at reduced speed. However, slow manual movements and imaging functionalities remained operational. Given the error message and reduced functionality, customer decided to transfer the patient to another hospital to complete the procedure. It was confirmed that, prior to the transfer, the patient¿s vital signs, as monitored via electrocardiogram (ECG), were within normal limits. No adverse health consequences were reported. During onsite intervention customer service engineer (cse) investigated the system and analyzed the log files. The logs revealed that the system had detected a discrepancy between the two position sensors ¿ the potentiometer and the encoder. As a result, automatic movements were disabled, and only slow manual movement was allowed. The system detected an inconsistency of the two position sensors. The system software automatically detected an error by means of the comparing the first source of information (encoder) with the second source of information (potentiometer), in this case which had a significant deviation. Due to this malfunctioning, collision calculator was disabled (due to detecting inconsistent inputs) and the speed of motorized movements was reduced followed by a relevant message "reduced stand/table speed" displayed for the user. To resolve the issue, cse performed a linearity adjustment after which the system resumed normal operation. The root cause of the non-conformity was identified as a significant deviation in position values between the potentiometer and the encoder. However, the underlying cause of this deviation could not be definitively determined. Should this issue recur, it is recommended that the affected potentiometers be replaced as a preventive measure. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling. During an emergency procedure, the user reported that movement was not possible. The procedure was continued and finished at another hospital. We have no indications of any adverse effects on the health status of the involved patient. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
This device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to artis zee systems whose 510(k) number is k181407. Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.